Event description:
Pe wears of enduron-inlay. Patient received hip-tep left on (B) (6) 2002. Revision is planned because of pe wear.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.